Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 05-may-2024, it was reported that the patient faced infusion set cannula was crimped within 3or more hours after insertion at abdomen, which cause the patient's blood glucose elevated to high above 600 to 750 mg/dl, therefore patient had received mdi injections. The patient was hospitalized and received IV and fluids of saline and insulin. The set was in use for 12 hours. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(6) has been evaluated. The batch 6003995 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code soft cannula found crimped upon removal from infusion site. Complaint investigations. Physical samples were formally requested; however, they were not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing lot 6003995 was manufactured according to the wi version 108 in the line 7, on 01/nov/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 06/aug/2025 against malfunction code soft cannula found crimped upon removal from infusion site and lot 6003995 and no other complaint has been registered in database for the same lot 6003995 and malfunction code. Conclusion summary of the related event: this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code.

Event description:
To date no additional patient or event details have been received.